Event description:
It was reported to philips that the device displayed a white screen. There was no patient involvement. The customer declined philips service to repair the device. The customer declined philips service to repair the device. Philips is unable to rule out that a malfunction did not occur. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure. The device remains at the customer site and no further evaluation is required at this time.